Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens was implanted, it was noted to have rotated. The patient has blurry and double vision. A lens exchanged is planned. Additional information was requested.